Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased tsh results on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found the arc sens lvl trg, list number 08c94-66, needed to be reconnected/tightened, which resolved the customer¿s complaint. There have been no further reports of discrepant results reported by the customer since the part was tightened. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased architect tsh results a 7-month-old patient. The following data was provided (customer¿s normal range is 0.35-4.7 uiu/ml): initial result was 147.7, repeat result was 14.83 uiu/ml. The sample was sent to a reference lab, with unknown methodology, and the result was 18.6. The patient was recollected the next day, and the results were 4.025 and 4.1035 uiu/ml. The sample from the previous day was repeated and the result was 13.8 uiu/ml. There was no impact to patient management reported.